Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical generator unit (iesu) for failure analysis investigation. The unit was analyzed, and the reported failure (error c-34) was confirmed and reproduced.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi has not received the iesu for evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the surgeon reported the erbe generator was giving repeated error c-34 and c-00. Prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had restarted the generator and replaced the monopolar cautery cable twice without success. The tse reviewed live logs and identified error c-34 pointing to hf voltage low. The tse asked caller if there was a source of magnetic interference close by. This can be caused by other esus, but the surgeon said no. The tse guided the surgeon to disconnect the power cord from erbe, to wait 1 minute and to restart erbe, but the issue kept coming back. The tse asked the surgeon if the erbe generator was connected to a dedicated ac outlet, and the surgeon said yes. The surgeon handed the call to another nurse and the tse asked the nurse if they had a spare generator or force triad, but she did not know if they had one and was going to contact their biomed. The tse explained to the nurse that the faulty erbe needs to be replaced. At the time of the call, the surgeon did not make a decision if the surgery would continue. The tse called the customer back to find out how the procedure outcome was. The nurse explained that they have used a spare energy generator, and surgeon was able to finish the procedure without further problem. Isi followed up with the tse and obtained the following additional information: the tse confirmed that the surgeon was able to finish the procedure with a spare generator.